Manufacturer narrative:
Product complaint # (B)(6). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: device history reviewed: 7797730 1 unrelated non-conformance on this lot number. Final micro and sterility tests passed. All qc release specifications met.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. Dmf# - (B)(4). Trade name gentamicin sulphate active ingredient(s) (B)(4). Dosage form - powder strength (B)(4) active in our cements. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(4) medical records ad (B)(6) 2021 were reviewed (B)(6) 2021. On (B)(6) 2014, the patient had a right total knee arthroplasty to address degenerative arthritis. There were no known intraoperative complications noted. Depuy components including depuy patella and depuy cement x2 were used during this procedure. On (B)(6) 2018, the patient had a right total knee revision to address instability, aseptic loosening. The indications for surgery included: pain and instability. During the procedure the surgeon observed significant amount of scar tissue. The tibial component was noted to be removed ¿fairly easily with just a few taps of the osteotomes¿, it ¿separated completely from the cement¿. The cement was more difficult to remove. All components were revised, including the patella as the knee was converted to competitor knee. The surgeon noted that the there was no malposition of the components, ¿but the femur and tibia were removed fairly easily without any significant bone loss¿. There was no specific mention of loosening during the operative notes, nor specific mention of loosening interface. Doi: (B)(6) 2014 dor: (B)(6) 2018 (right knee).